Event description:
It was reported that there was a rupture of the coronary sinus. The surgeon does not feel that the rc2014lb device caused this rupture. The rupture was repaired without substantial blood loss. The case was prolonged approx. 20 minutes. The pt is fine.